Manufacturer narrative:
Qn# (B)(4). The customer returned one endurance catheter assembly for evaluation. Signs-of-use in the form of biological material was observed inside the catheter body. After the sample failed functional testing, the catheter body was microscopically examined. A small slit was found in the catheter near the juncture hub. The slit caused the material to form a crease. Microscopic examination revealed stress marks at this crease, which indicates the catheter was kinked and eventually caused a small hole to form. The hole in the catheter measured 1mm from the hub. The catheter body length from the hub to the tip measured 2.559", which is within the specification limits of 2.554"-2.564" per the catheter. The catheter body outer diameter measured .0411", which is within the specification limits of .041"-.045" per the catheter extrusion graphic. The catheter was initially flushed to ensure no blockages were present. No blockages were observed; however, a leak was observed coming from a small hole adjacent to the hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The customer report of an endurance leak was confirmed by complaint investigation of the returned sample. The endurance catheter body contained one slit near the juncture hub. The damage was consistent with inadvertent kinking near the catheter hub. The sample passed all relevant dimensional testing, and a device history record review was performed based on the returned material#/lot# with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: leaking during blood draw/flush. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "leaking during blood draw/flush." No patient injury, or complication reported. The patient's condition is reported as fine.